Manufacturer narrative:
During the procedure, the third microcoil (cashmere 14 platinum-src14102520/g13250) was found attached after withdrawing from the patient, although the enpower light tests were performed, and the tones worked, indicating coil detachment. After removal, the detachment button was pressed, but the tones did not activate. The cable was ecb000182-00/c0700. The dcb was changed, and then they changed the cable (ecb000182-00/c10698) without effect (no lights). After this the coil was removed, another microcoil (same catalog and lot) was used, but the same issue occurred (lights and tones worked, but no detachment). The cable again (ecb00018200/c10700) was changed again, and the lights and tones worked, but the coil did not detach after several trials. Upon withdrawing the pusher, the microcoil detached into the microcatheter, but without consequences for the patient. Then, another microcoil (src14082020/g14978) was used and tried many times to detach, and changed the dcb and the cables. However, it was always the same issue, the lights and tones did activate but the coil did not detach. After many trials, it finally detached. Prior to the events, 2 coils were implanted without problems. All the connections were checked prior to the event, and it was impossible to determine how many times the detachment boxes were used with this case and any other cases. Also, all the enpower boxes where already changed few months ago. No resistance occurred during insertion, advancement, positioning, or removal of the coil delivery systems, and no attempts were made to detach the coils manually. The microcatheter used with the device was an echelon 14. Other that what was reported, no other damages were noticed on the devices (stretched, kink, bend, crack, separated, fracture, etc), and all the devices used were returned for analyses. There were no consequences to the patient, and the procedure was completed using the competitor's products, without problem. The patient has tortuous anatomy. All coils (or pusher if detached), cables, dcb, both microcatheter's and guidewire will be returned. Two each devices will be return for analyses. A review of the manufacturing documentation associated with the provided lot number presented no issues during the manufacturing or inspection process that can be related to the reported complaints. With review of the available information and without the return of the device for analysis, no conclusion can be made regarding the root cause of the failure of the coil to detach after passing pre-deployment check. A review of the manufacturing documentation associated with the lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This is one of multiple products involved with this adverse event, which is associated with mfg report 2954740-2012-00787 and 2954740-2012-00788.

Manufacturer narrative:
During the procedure, the third microcoil (cashmere 14 platinum - (B)(4)) was found attached after withdrawing from the patient, although the enpower light tests were performed, and the tones worked, indicating coil detachment. After removal, the detachment button was pressed, but the tones did not activate. The cable was (B)(4). The dcb was changed, and then they changed the cable ((B)(4)) without effect (no lights). After this the coil was removed, another microcoil (same catalog and lot) was used, but the same issue occurred (lights and tones worked, but no detachment). The cable again ((B)(4)) was changed again, and the lights and tones worked, but the coil did not detach after several trials. Upon withdrawing the pusher, the microcoil detached into the microcatheter, but without consequences for the patient. Then, another microcoil ((B)(4)) was used and tried many times to detach, and changed the dcb and the cables. However, it was always the same issue, the lights and tones did activate but the coil did not detach. After many trials, it finally detached. Prior to the events, 2 coils were implanted without problems. All the connections were checked prior to the event, and it was impossible to determine how many times the detachment boxes were used with this case and any other cases. Also, all the enpower boxes where already changed few months ago. No resistance occurred during insertion, advancement, positioning, or removal of the coil delivery systems, and no attempts were made to detach the coils manually. The microcatheter used with the device was an echelon 14. Other that what was reported, no other damages were noticed on the devices (stretched, kink, bend, crack, separated, fracture, etc), and all the devices used were returned for analyses. There were no consequences to the patient, and the procedure was completed using the competitor's products, without problem. The patient has tortuous anatomy. All coils (or pusher if detached), cables, dcb, both microcatheters and guidewire will be returned. The devices were not returned for analyses. The coil and the device control box (dcb) were not returned. The device positioning unit (dpu) passed electrical testing. The detachment fiber received heat, melted, expanded, and extended above the resistive heating coil's socket ring. Located on the top proximal end of the resheathing tool¿s open cutout section, the v notch has been severely fractured. The distal damaged edge of the v notch has been raised above the surface plane. The locking mechanism has been damaged with compression and stretching of the sheath's material away from the surface the most likely root cause of the coil non-detachment was due to the detachment fiber partially melting and extending above the distal end of the dpu. This caused the coil to be temporarily captured by the melted detachment fiber. It is currently unknown where the coil is now located as it was separated from the dpu/detachment fiber. A possible primary contributing factor to the detachment fiber partial melting and it's extending above the distal end of the dpu may have been caused by the loss of tension to the detachment fiber. The exact circumstances that may have led to this loss of tension to the detachment fiber cannot be determined. However, a primary contributing factor to the detachment fibers loss of tension may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back the locking mechanism became embedded inside the v notch of the resheathing tool. This produced a binding action between the dpu, the sheath, and the coil. This binding action would have produced significant resistance which may have caused the detachment fiber to lose the original fiber tension produced during manufacturing. If this did contribute to the loss of fiber tension, then for optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, "hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown." It is important to note that all three returned connecting cables used in this procedure passed electrical and functionality testing and most likely did not contribute to the field complaint. In addition, without the return of the complete detachment system, the coil, and the unidentified microcatheter used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. With review of the reported information, and analysis of the returned device, a definitive conclusion regarding the root cause of the reported event cannot be determined. A possible root cause for the coil nondetachment followed by an unintended detachment was due to the melting detachment fiber temporarily capturing the coil and releasing it. It is possible that excessive pressure on the detachment fiber can result in this scenario and although no definitive conclusion can be made it is possible procedural/clinical factors may have contributed. The instructions for use (IFU) outlines that after pressing the button for detachment and the light goes out and the tone stops, detachment of the microcoil from the dpu wire must be fluoroscopically verified by gently withdrawing the dpu wire back approximately one (1) mm. Observe if the microcoil has detached and if not detached, with no fault lights, repeat the detachment steps. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This is one of multiple products involved with this adverse event, which is associated with mfg report 2954740-2012-00787 and 2954740-2012-00788.

Event description:
During the procedure, the third microcoil (cashmere 14 platinum-src14102520/g13250) was found attached after withdrawing from the patient, although the enpower light tests were performed, and the tones worked, indicating coil detachment. After removal, the detachment button was pressed, but the tones did not activate. The cable was ecb000182-00/c0700. The dcb was changed, and then they changed the cable (ecb000182-00/c10698) without effect (no lights). After this the coil was removed, another microcoil (same catalog and lot) was used, but the same issue occurred (lights and tones worked, but no detachment). The cable again (ecb00018200/c10700) was changed again, and the lights and tones worked, but the coil did not detach after several trials. Upon withdrawing the pusher, the microcoil detached into the microcatheter, but without consequences for the patient. Then, another microcoil (src14082020/g14978) was used and tried many times to detach, and changed the dcb and the cables. However, it was always the same issue, the lights and tones did activate but the coil did not detach. After many trials, it finally detached. Prior to the events, 2 coils were implanted without problems. All the connections were checked prior to the event, and it was impossible to determine how many times the detachment boxes were used with this case and any other cases. Also, all the enpower boxes where already changed few months ago. No resistance occurred during insertion, advancement, positioning, or removal of the coil delivery systems, and no attempts were made to detach the coils manually. The microcatheter used with the device was an echelon 14.

Manufacturer narrative:
Other than what was reported, no other damages were noticed on the devices (stretched, kink, bend, crack, separated, fracture, etc), and all the devices used were returned for analyses. There were no consequences to the patient, and the procedure was completed using the competitor's products without problem. The patient has tortuous anatomy. All coils (or pusher if detached), cables, dcb, both microcatheter's and guidewire will be returned. Two each devices will be return for analyses. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product will be returned for analysis but it has not been received to date. Additional information will be submitted within 30 days of receipt. This is one of multiple products involved with this adverse event, which is associated with mfg report 2954740-2012-00787 and 2954740-2012-00788.